Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of myocardial infarction is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There was no reported device malfunction. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 4.0x18mm, a 3.5x23mm and a 4.0x15mm xience sierra stent were implanted on (B)(6) 2019. The patient presented with non-st-elevation myocardial infarction (nstemi) before the procedure. On (B)(6) 2019, the patient was readmitted with cardiovascular symptoms, including nstemi. Treatment performed included medical intervention such as percutaneous transluminal angioplasty/percutaneous transluminal coronary angioplasty. The final patient outcome is unknown. No additional information was provided.